Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please explain what is meant by, package discrepted. This is not clear. Sterile package was broken. The analysis results found that a tx30v device was returned outside its original package without the cartridge assembly. In addition, only the tyvek was received for analysis. Upon visual inspection, it was noted dried body fluids on the device, the tyvek was visually inspected and no anomalies were found. No conclusion could be reached as to what may have caused the reported incident. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process.

Event description:
It was reported by the affiliate that prior to an unknown procedure, package discerpted. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.